Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k)#: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a lead replacement and neurostimulator revision due to feeling pain in their back and backside. The patient also described a shocking and stabbing sensation at their backside. The patient turned off their device to assess. The patient denied leaving their device on for their previous MRI procedures. Upon attempting to connect the ins, impedances were noticed. They could not connect to the ins in the operating room after disconnecting the lead, so they decided to replace the entire system. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon block g4: premarket / 510(k) #: additional premarket/510(k) p190006 concomitant product: model number: 1201 serial number: (B)(6). Model description: tined lead unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "undesired sensations, stimulation-related", "implant pain" and " impedance high" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient underwent a lead replacement and neurostimulator revision due to feeling pain in their back and backside. The patient also described a shocking and stabbing sensation at their backside. The patient turned off their device to assess. The patient denied leaving their device on for their previous MRI procedures. Upon attempting to connect the ins, impedances were noticed. They could not connect to the ins in the operating room after disconnecting the lead, so they decided to replace the entire system. There were no additional patient complications.